Event description:
The pt is reportedly experienced device migration. The pt has also had slow progress over the years. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.